Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level to exceed 500 mg/dl, reading as "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). The customer changed the infusion set and cartridge to address the issue.